Event description:
It was reported that during a device change out procedure, after dft's were performed, out of range hv lead impedances were observed on the lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.